Event description:
Complainant alleged that the autopulse® resuscitation system shuts down, after restarting the unit. When testing the device, the lifeband retracts and then the autopulse® shuts off. The platform will restart and power on when the battery is removed and reinserted. The lifeband is extended; however, the same issue of the platform shutting off occurs. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (B)(4) was returned for evaluation. The reported complaint was confirmed based on review of the archive. The archive data shows multiple unknown cause exit codes resulting in the platform shutting down, including on the reported event date of (B)(6) 2013. Further inspection of the platform identified the cause to be a damaged motor controller board. No further testing could be performed based on the condition of the returned platform. Upon replacement of the motor controller board, the platform passed all testing criteria.